Event description:
Baxter italy reported "clamp broke after 1-2 months with peritoneal liquid leakage" noted with the transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.